Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 1mm. There was a break in the outer sheath at 1mm distal to the distal handle. The outer sheath was accordioned at its proximal end. The outer sheath was kinked at the proximal end of the mounted stent. During analysis a restriction was met when an attempt was made to move the outer sheath distally or proximally. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath distally along the shaft after the shaft had been dissected, however the outer sheath could not be retracted over the stainless steel shaft due to the accordioning of the outer sheath. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. It is assigned as damage noted to the returned device is consistent with excessive tensile force having been applied. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 4cm stricture in the transverse colon. Reportedly, the patient's anatomy was tortuous. During the procedure, the stent was advanced to the desired location and the physician attempted to deploy the stent. The physician reconstrained the stent to adjust the positioning when the stent was less than half deployed. The physician made another attempt was made to release the stent; however, a strong resistance was encountered and the outer sheath of the delivery system was detached. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 4cm stricture in the transverse colon. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the stent was advanced to the desired location and the physician attempted to deploy the stent. The physician reconstrained the stent to adjust the positioning when the stent was less than half deployed. The physician made another attempt was made to release the stent; however, a strong resistance was encountered and the outer sheath of the delivery system was detached. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.